Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
Additional information: patient weight provided.

Manufacturer narrative:
Additional information: how surgical procedure was completed provided.

Event description:
Medtronic received information that once the use of medtronic navigation was aborted the surgeon used his surgical ability and knowledge of anatomy from his medical training to complete the surgery.

Manufacturer narrative:
Patient weight not available from the site. Unique device identifier (UDI) is unavailable. Device manufacture date is unavailable. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A manufacturer representative reported that, while in a functional endoscopic sinus surgery (fess), the surgeon felt a 10 millimeter imprecision. It was noted that the spacing and thickness of the exam used were not to protocol. The surgeon opted to complete the procedure without the use of the navigation system. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: additional procedure information received. A medtronic representative reviewed the archives. The representative reported that no registration data was saved in the archive. The top of the head was cut off in initial registration model but the headframe was visible. It is unknown if headframe was included in the registration model when registration occurred.

Event description:
Medtronic received information that the surgeon was not specific with time frame, or anatomy where it occurred. There was further information on when the alleged inaccuracy occurred in the clinical case. No problems reported since initial complaint.